Event description:
The respiratory therapist reports that the ventilator settings were drifting. "On each ventilator check the knobs were being turned a little to obtain the original settings. The settings were set as follows: mean airway pressure (map) 32, amplitude (delta p) 75, frequency (freq) 4, and o2 100%. The ventilator was checked per protocol and the ventilator settings were as follows: map 21, delta p 92, freq 0.6, and o2 60%. The arterial blood gases (abg's) were poor to begin with, they had become slightly worse but returned to baseline once the ventilator was changed out.